Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that there were in over discharge. It was determined that this was the patient¿s third over discharge as the number of power on resets was confirmed. The representative was unable to interrogate the device. Surgical intervention was planned but not yet scheduled and the issue was not resolved at the time of the report. No patient symptoms reported.